Event description:
Customer reported 8 blood leaks on the reported lot number of CT 190g dialyzer. The blood leaks occurred between 2001-2001, uses range from 2 to 9. Blood leaks were verified visually and by positive hemastix. The dialyzers and blood lines were discarded. New dialyzers and blood lines were set-up and the treatments continued without incident. No patient injury or medical intervention was reported by this customer.

Event description:
Customer reported 8 blood leaks on the reported lot number of CT 190g dialyzer. The blood leaks occurred between 07/01-08/01, uses range from 2 to 9. Blood leaks were verified visually and by positive hemastix. The dialyzers and blood lines were discarded. New dialyzer and blood lines were set-up and the treatments continued without incident. No pt injury or medical intervention was reported by this customer.